Event description:
It was reported that an ilet device with serial number (B)(6) had an unresponsive sleep/wake button, would only power on when connected to a charger, and did not provide expected haptic feedback when the user placed a finger at the top of the device; a video was provided, and replacement logistics and user education were completed, including shutdown instructions and guidance to use backup therapy and continue cgm via app or receiver. Symptoms included no device vibration response. Outcomes included temporary interruption of normal device use and transition to backup therapy without reported alarms or clinical harm. Investigation included remote triage, review of user-provided video, and verification of troubleshooting steps and return process. Investigation of this case revealed a suspected device hardware malfunction of the sleep/wake control and haptic feedback functions. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of unknown origin pending further analysis.